Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned to invacare (B)(4) and was confirmed to be defective; however, the specific defect is unknown. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation

Event description:
Return lt & rt motor brakes not holding per dealer. Sn# (B)(4).